Event description:
It was reported that the charger for the ilet system was damaged when the patient¿s dog chewed it, leading to an inability to charge the device and a request for an overnight replacement charger. Symptoms included no reported changes in blood glucose and no clinical effects. Outcomes included shipment of replacement supplies and no alerts or alarms. Investigation included a review of the reported event and device accessory performance. Investigation of this case revealed physical damage to the charger attributable to external factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling damage unrelated to device design or manufacturing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.